Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The patient required to be ventilated with a bag-valve mask and needed to be placed on another ventilator. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower and system board needs to be replaced to address the issue.

Manufacturer narrative:
The manufacturer received information alleging a ventilator became inoperative during use. The patient's family was noted to have used a bag valve mask and manual ventilation until an alternate unit was delivered. No harm or injury was incurred by the patient during this period.  The ventilator was returned to the manufacturer for evaluation, and the customer's complaint was confirmed. The device's blower and system board need to be replaced to address the issue. The system board and blower were evaluated by the manufacturer's product investigation laboratory for failure of physical damage and an error in the event log. They have replaced the systems board and blower as a discretionary or precautionary measure to address the issue. Did not confirm a problem with the blower or the system board itself. Therefore, no further investigation of the blower and system board is required at this time. Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code has been updated. Section h4 device manufacture date was captured incorrectly in the previous report. It has been corrected and updated in this report.  In this report, sections d9, g3, h3, and h6 have been updated.